Event description:
It is reported that the ventilator broke down while it was connected to a pt. It is further reported that there was electrical damage and a charred smell. The ventilator subsequently stopped.